Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages) has been confirmed. Upon investigation the black pulse wire in the trunk cable was damaged. The root cause for the damaged black pulse wire was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages.